Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving hydromorphone 13mg/ml at 4.596mg/day, clonidine 180mcg/ml at 63.64mcg/day, and bupivacaine 4mg/ml at 1.41242mg/day via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The patient had not had an MRI recently. It was reported that there were multiple motor stalls and recoveries. The date of the stalls/recoveries were, a motor stall on (B)(6) 2016, a recovery on (B)(6) 2016, and a stall again on (B)(6) 2016. The patient had reported symptoms of pain and nausea. The patient reported "not feeling well over the weekend." The change in symptoms were noted as sudden. The physician decided to do a 35% reduction in dose in case the pump turned back on. The patient was given oral medication and the pump was scheduled to be replaced on (B)(6) 2016 at 10:30am. Additional information received reported that the pump was replaced the morning of (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.